Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing and an increased capture threshold. The patient was stable and there were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at time of explant. The field reports of over-sensing and increased threshold were not confirmed.